Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act button was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to verify unexpected restart error and perform displacement test, self test and unexpected restart error test due to no button response.